Manufacturer narrative:
Patient identifier not available from the site. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system passed the system checkout and was found to be fully functional. Other relevant device(s) are: software 9733467 fusion ent app. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that they were unable to verify the instrument. Tech services requested the site verify the instrument and they were able to. The site was unable to pass tracer registration. The site then tried 3-point tracer, but they were still unable to register. The site decided to abort navigation. There was a five minute delay to the procedure. There was no reported impact to the patient's outcome.